Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17325511m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: webster coronary sinus catheter, model #: unknown, lot #: unknown. Carto 3 system, model #: unknown, serial #: unknown. (B)(4). Event description continuation: information regarding overall ablation time or last ablation cycle time at the site of injury, but it was noted that approximately 90% of the cti ablation had been completed. Irrigated catheter flow was set at 30ml/min. Patient did not receive anticoagulant during the procedure. The shaft proximity interference value is not known. Smarttouch catheter was relatively close to the webster coronary sinus catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages observed on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and reportable.

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the beginning of the pvi procedure, the physician noticed minimal pericardial fluid. During ablation of the cti, after completing approximately 90%, fluid was noticed around both ventricles. The cardiac tamponade was confirmed via an intracardiac echocardiogram and ultrasound. The pericardiocentesis yielded approximately 460cc. The patient was transferred to the operating room for surgical intervention to repair the perforation below the coronary sinus. The patient required extended hospitalization for monitoring as a result of the adverse event. The patient outcome is improved. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. There is no sheath information. The generator parameters at the time of injury included: power control mode at 30 watts (not titrated) with default cut-off settings. There is no information regarding temperature or impedance at the time of injury. There is no